Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# v616993, implanted: (B)(6) 2011, product type: lead. Product ID 3389s-40, lot# v616993, implanted: (B)(6) 2011, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# va09prb, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable. Neurostimulator (B)(4).

Event description:
The patient reported that they had a return of symptoms 3.5 weeks after their second implant. The patient met with their healthcare professional (hcp) two weeks prior to this report and the hcp was surprised the deep brain stimulation was not controlling the symptoms better. The reporter expected the patient to have a return of symptoms. The patient was told to expect really good results after implant due to a chemical release or relief, but then have a return of symptoms. The patient second implant was focused on their left side and they had seen great results. The reporter was with the patient and they were trying to adjust the settings on the patient's left implantable neurostimulators (ins) to see if they could get better control. The patient was left handed and writing was difficult. The patient programmer connected to the ins on the patient's left side just fine and they were able to make adjustments. The left ins showed on and okay. The patient was able to increase stimulation from 2.5v to 2.8v and that was helping to control the patient&#62688;symptoms. The programmer was not working or connecting correctly when the reporter tried to connect to the patient's right ins. When switching between inss, the reporter was not turning the programmer off. When the reporter turned the programmer off after connecting with the left ins, they were able to successfully connect with the other ins. The right ins showed on and okay, but there were no numbers to adjust. The reporter remembered the hcp did not want the patient to adjust the stimulation. It was later reported via the hcp that it was unknown if the patient had a 50% or greater symptom reduction. The patient had a loss of therapeutic effect that was gradual in nature. The cause of the return of symptoms was determined and it was device related. The device had low battery voltage (2.65 volts) on (B)(6)2015. "Referral to surgery for battery replacement" was the intervention taken to resolve the issue. The patient recovered without permanent impairment. The indications for use (ifus) were movement disorders and essential tremor. Please see manufacturer report #3004209178-2015-16680 for information on the patient's concomitant system.